Manufacturer narrative:
Additional information from the customer on (16 oct 2025) confirmed that a reportable device malfunction did not occur. Therefore, this complaint is no longer reportable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours on their abdomen. It was also reported that although the pink slide did move forward, the cannula was not visible upon removal. As treatment, a new pod was applied.